Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer was installing batteries and the harness sparked and has no power.